Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that within four days post implant the lead had dislodged. The lead was repositioned, but within five days the lead had dislodged again. The patient was moved to another hospital for the lead to be explanted and replaced. No patient complications have been reported as a result of this event.